Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the perclose proglide instructions for use states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2 additional proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide plunger was removed, no suture was present on all three proglide devices. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved by surgical cut down and suturing. There was a clinically significant delay in the procedure or therapy. There was no reported adverse patient sequela. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.